Event description:
It was reported that a new dexcom g7 sensor placed on the patient¿s arm was not providing data because the pump was configured for dexcom g6 and the new sensor was not paired. Symptoms included no glucose readings. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support, which guided navigation to the dexcom setup on the pump, selection of dexcom g7, and entry of the pairing code. Investigation of this case revealed user setup error related to selection of the wrong sensor type and failure to pair the new sensor; once corrected, the sensor began pairing and the warmup process was explained. It was concluded, based on previously established findings for similar reports, that the cause was user error.